Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. There were no additional adverse patient effects reported. The ra lead remains in service. Additional information indicates that the right atrial (ra) lead was explanted due to infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: impact codes.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. There were no additional adverse patient effects reported. The ra lead remains in service.